Event description:
It was reported via due diligence with the customer that the suggested phenomenon of "there is foreign matter in the nozzle" was detected in the estimate inspection at the repair center - the user's repair request was "angle failure". The date of occurrence of "bad angle" is unknown. "Bad angle" was confirmed by the user's pre-use inspection - however, other details pertaining to "bad angle" are unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The inspection method for the event is described as follows in the operation manual " chapter 3 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system": "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was presence of foreign material clogging the device nozzle. This is attributed to failure to clean adequately. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: due to wear of angle wire, bending angle in up direction and play of up/down knob do not meet the standard value; adhesive of distal end rubber coating (a-rubber) has a chip; objective lens has discoloration; forceps channel is shaved; scope connector has discoloration; electrical connector has discoloration due to water leakage; due to dirt on objective lens, there is a lack of image on the monitor; and distal end cover (c-cover), connecting tube, switch box, scope cover, forceps elevator lever, forceps elevator knob, flexibility adjustment ring, right/left knob, universal cord, grip, control unit have a scratch. Customer reported issue of poor angulation was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Customer provided information on reprocessing of the device. General reprocessing steps are as follows: bedside washing according to the manual, manual after washing, and wash and disinfect with olympus oer-3 automatic endoscopy reprocessor. The device was cleaned, disinfected, and sterilized before requesting repair. When the foreign material adhered to the device is not known. Pre-cleaning information: it is not known if there was any delay to the start of pre-cleaning. It is not known if the device was soaked in cleaning fluid. The air/water nozzle was flushed with water and air. Information on manual cleaning: there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution.

Event description:
Customer returned this device for an issue of poor angulation. There is no harm to any patient or healthcare professional due to this event. Upon evaluation of the returned device, it was observed that there was presence of foreign material clogging the device nozzle. This is attributed to failure to clean adequately. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of presence of foreign material in the nozzle as observed during device evaluation.